Manufacturer narrative:
Eval. Codes, results: (arterial and venous occlusion), eval conclusion: (tortuous iliac arteries).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 8 weeks ago. Aneurysm morphology was not reported and the iliac arteries were excessively tortuous. It was reported that the left iliac artery occluded 6 days post implant. Angiojet was used to de-clot the stent graft after which a balloon expandable stent was implanted in the distal portion of the stent graft to restore patency. No additional clinical sequelae were reported and the pt is fine.